Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the pacemaker patient had not been followed-up since pacemaker implantation on (B)(6) 2011. On (B)(6) 2016, during follow-up, patient lost consciousness while the pacemaker was being interrogated. Atrioventricular junctional rhythm was reportedly observed on surface ECG. Temporary external pacing was put in place; patient was admitted in hospital and pacemaker replacement procedure was performed on (B)(6) 2016. During the replacement procedure, atrial and ventricular leads were measured by a pacing system analyzer and no anomaly was observed in the measured values. Both atrial and ventricular leads were connected to a new pacemaker. The reporter stated that normal battery depletion was considered as a possible cause of the observed issue and the subject removed pacemaker was disposed at the facility.

Event description:
Reportedly, the pacemaker patient had not been followed-up since pacemaker implantation on (B)(6) 2011. On (B)(6) 2016, during follow-up, patient lost consciousness while the pacemaker was being interrogated. Atrioventricular junctional rhythm was reportedly observed on surface ECG. Temporary external pacing was put in place; patient was admitted in hospital and pacemaker replacement procedure was performed on (B)(6) 2016. During the replacement procedure, atrial and ventricular leads were measured by a pacing system analyzer and no anomaly was observed in the measured values. Both atrial and ventricular leads were connected to a new pacemaker. The reporter stated that normal battery depletion was considered as a possible cause of the observed issue and the subject removed pacemaker was disposed at the facility.